Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 7 fr unspecified sheath was advanced followed by a 6mm mustang balloon catheter to perform pre-dilation. A 10.0x60x75cm express ld vascular stent was then selected and advanced to treat the target lesion. However, during a lot of elongation in this heavy calcified vessel it was not possible to insert the stent system in the right position. The physician decided to withdraw the stent system and perform pre-dilation again. During withdrawal, the stent dislodged from the balloon. The procedure was stopped and the patient was referred to a surgeon. A 'wait and see' approach was taken with the stent not deployed inside the vessel at level a. Femoralis. The patient is in stable condition.